Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during an oral maxillofacial surgery, it was observed that the small battery drive device was not working properly. According to the report, the device wobbled when rotating. A second small battery drive device was attempted to be used but yielded the same result. A third set was obtained and it worked to complete the surgery successfully. There was no delay to the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was working properly and passed pre-repair diagnostic assessment. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the electric motor was worn. It was determined that this issue was consistent with normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate